Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'volume accuracy out of spec during testing' was not reproduced. The device was tested for flow accuracy and delivered within specification. A review of the event history log observed no abnormalities that could cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the volume accuracy of a spectrum pump was out of specification. This occurred during biomed service testing. There was no patient involvement. No additional information is available.